Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie drawer was not detected on the bus. A field service engineer reseated the module controller connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation system encountered an issue where the drawers 4 ad 6 were not detected on the bus. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.